Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high and low blood glucose since (B)(6) 2015. Blood glucose level has been from the 40 mg/dl range up to the 500 mg/dl range. She also reported there were 4 situations where the insulin pump alarmed no delivery and would not prime. Most recent low blood glucose event was the day prior to calling; she suspended the insulin pump and could not get her level over 65 mg/dl. She stated that the next day she woke up high at 488 mg/dl and then 518 mg/dl and experienced pain in chest, tingling sensation across chest and shoulders prompting. Blood glucose at the time of the call was 276 mg/dl. During troubleshooting the customer stated that the site was slightly irritated, swollen and red. The cannula was straight but had blood inside. She declined to check the settings. She was advised to change the entire set and call back to perform the high pressure test.